Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturing representative (rep) regarding a patient receiving 500mcg/day of lioresal at 128mcg/day via an implantable pump for intractable spasticity. It was reported the doctor had a difficult time interrogating the patient's pump. The event date was provided as (B)(6) 2018. Another doctor then had the same difficulty interrogating the device on (B)(6) 2019. The doctor was finally able to manipulate the pump enough to interrogate. It was indicated the pump had flipped. There were no reported environmental/external/patient factors that may have led or contributed to the pump flip. Regarding diagnostics/troubleshooting performed, the device was interrogated on (B)(6) 2019. It was reported the pump was removed from the pocket and flipped back. The pump was then secured. No damage was identified to the catheter. It was reported the issue was resolved at the time of the report ((B)(6) 2019). The patient's status was provided as alive - no injury. No further complications were reported or anticipated. The patient's medical history, weight, and other medications being taken at the time of the event were not available.

Manufacturer narrative:
Product ID 8840, serial# (B)(4), product type programmer, physician product ID 8840, serial# (B)(4). Product type programmer, physician. Update/correction: the previously applied conclusion code was replaced. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a company representative. It was reported that the physicians had attempted communication using both a model 8840 programmer and tablet/software application. It was noted that one physician used programmer and tablet with serial numbers (B)(4) and (B)(4). It was further noted that another physician used a tablet with serial number (B)(4) and that he did not attempt with the model 8840 programmer because they could communicate with the pump by manipulating it in the patient.